Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of one tube. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no gel defects were observed. Complaints for sample quality are under statistical control for the month of february 2024. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the provided photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of one tube. No patient impact reported.